Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The complainant reported that formula was leaking from the hub of the tube. The device was placed nasally into the jejunum and it was in place for approximately 5 months before it was removed. Aside from replacing the device, there were no additional effects to the patient reported.